Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient. The patient reported that they had a lot going on and so they just stopped charging the implantable neurostimulator (ins) back in (B)(6). The rep tried to interrogate the ins and was unable to find the battery. The rep used a trickle charge to put the patient back into normal charge mode. They stated that they cleared the power on reset (por), and was able to charge the ins. The issue was resolved at the time of the report. No symptoms were reported. Additional information received from the patient indicated she has let her implant go dead twice already, one time was (B)(6) 2020. Pt worked with a manufacturing representative who helped resolve this however pt states now since then her ins doesn't charge to a full and only charges to 3/4. Patient services directed to hcp.